Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device interrogation revealed high, out of range pacing impedance, low r-waves, and high capture threshold. The lead was capped and replaced. The patient was fine after the event.